Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks following an implantable cardioverter defibrillator (ICD)  replacement, the patient developed redness, erythema, and swelling at the operative site. The ICD system was explanted. No further patient complications have been reported as a result of this event.